Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: 2.5 apex. Guide wire: forte. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us. Evaluation summary: evaluation of the returned product found blood visible on the balloon and contrast in the balloon and inflation lumen, which is consistent with preparation and the sds advanced into the patient anatomy. The stent dislodged from the balloon and was not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. Stent dislodgement can be influenced by many factors, including, but is not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath size, positive pressure during preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible interaction with the lesion/anatomy during advancement in the lesion may have resulted in interaction with the stent implant that could have subsequently led to the stent dislodgement. The dislodged stent was retrieved from the patient anatomy with a snare device. To ensure the reported difficulties are not the result of a manufacturing deficiency, all sds are inspected for proper stent placement, stent damage and crimped stent outer diameter. Additionally, a sampling of units is destructively tested prior to release to verify stent dislodgement force. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this report. There is no indication of a lot specific product quality deficiency. A conclusive cause for the reported stent dislodgement could not be determined.

Event description:
It was reported that a stent dislodgement occurred while using the promus stent delivery system (sds) in the left main artery. The physician used a snare device to retrieve the stent. Procedure was completed using another promus sds. No patient effects were reported. No additional information was provided.